Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during on an unknown procedure performed on (B)(6) 2022. During procedure, it was noted that the suture string could not be separated from the flexima plus biliary stent. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent returned deployed. The suture hole was torn. The guide catheter was kinked and detached. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the push catheter was kinked, the suture hole was torn, the guide catheter was found detached and kinked. Also, the stent returned deployed and the suture thread remained attached to the delivery system. It's most likely that user manipulation, some technique applied during procedure and/or even anatomical factors could have caused the kinks on the push catheter, once the push catheter was kinked the user may have experienced difficulties on pulling out the guide catheter which may have taken the user to apply an extra force or tension, this ended kinking the guide catheter and as consequence got detached. During these conditions the stent couldn't be deployed successfully and the tough movements caused the torn on the suture hole. Therefore, the overall investigation conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.